Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 46 mg/dl. Reportedly, the customer consumed carbohydrates to address their bg level. The customer alleged that the pump delivered boluses that contributed to the low bg; however tandem technical support reviewed pump logs and determined that the bolus was initiated by the customer and pump was functioning as intended.